Event description:
Customer reported a corrupted software error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B)(4).